Event description:
A postpartum pt was being administered magnesium sulfate by pump. In preparation for transfer to the or to have a tubal ligation, the IV tubing was removed from the pump. The attendant then left the room for approx 10 mins during which time the pump free flowed and the pt received 5 to 10 gm of magnesium sulfate. A nurse recognized the problem because the pt was having difficulty breathing and was lightheaded. The pt became toxic. Although the pt recovered, the potential for injury existed.